Event description:
Noise on the rv channel and intermittent non-physiologic deflections on the far-field channel were noted in recordings transmitted to home monitoring. Intermittent noise was observed in office during pacing as well. No inappropriate therapy has been delivered to date. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2022, lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.